Event description:
It was reported to boston scientific corporation that a resolution clip was used during a gastroscopy procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the clip failed to release from the delivery catheter after deployment. The physician used a "needle holder" to pull the wire in the handle and the clip released. After separating, the clip remained attached to the tissue, which completed the procedure. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being stable.

Manufacturer narrative:
Patient's exact age is unknown; however, the patient was over 18 years old. Reported event of clip failed to separate from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a gastroscopy procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the clip failed to release from the delivery catheter after deployment. The physician used a "needle holder" to pull the wire in the handle and the clip released. After separating, the clip remained attached to the tissue, which completed the procedure. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being stable.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. Additionally, a kink was present in the control wire. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.